Event description:
(B)(4). Same case as MDR ID 2134265-2012-02759. It was reported that following a stenting treatment procedure, the patient developed in-stent restenosis. The index procedure occurred in (B)(6) 2011. Target lesion # 1 was located in the proximal lad (left anterior descending artery) with 100% stenosis and was 22 mm long with a reference vessel diameter of 3 mm. Target lesion # 1 was treated with pre-dilatation and placement of a 3.00 x 32 mm taxus element stent. Following post dilatation residual stenosis was 0%. Target lesion # 2 was also located in the proximal lad with 100% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. Target lesion # 2 was treated with pre-dilatation and placement of 3.50 mm x 16 mm taxus element stent. Following post dilatation residual stenosis was 0%. The subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject experienced unstable angina and was hospitalized. Coronary angiography revealed in-stent restenosis of the previously placed study stent located in the proximal lad and the patient underwent CABG (coronary artery bypass graft).

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: 1945. Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).